Event description:
It was reported that the patient experienced difficulty with the ilet wake button, described as unresponsive at times, and during the call was able to operate it after guidance; the patient also reported a low glucose event with a measured value of 67 mg/dl. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included remote troubleshooting and user education, with instructions to provide a video of the issue for assessment. Investigation of this case revealed that the device functioned when the patient was guided on proper tap technique, indicating user interface or use difficulties rather than a confirmed hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was likely use error related to wake button operation.